Event description:
A cartridge change error was reported with the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to inspect and clean various parts of the pump and attempt to reload the cartridge, but these attempts were unsuccessful. Technical support assisted with another cartridge fill, but the issue persisted, so the customer was referred for escalated troubleshooting. The customer was also advised to contact their healthcare provider due to the absence of backup insulin.